Manufacturer narrative:
Patient information was not provided for reporting. Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Reporter contact number (B)(6). Device history records review was completed for part# 03.614.019, lot# 6543885. Manufacturing location: (B)(4), release to warehouse date: mar 09, 2011, expiry date: n/a. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, during the procedure, two drivers were slipping on final tightening, suggesting that they are becoming worn at the distal tip. Reportedly, the surgeon used the same driver to perform tightening and did so successfully. There was no patient impact. The surgery was not prolonged and no other medical intervention was required. This report is for one (1) stardrive screwdriver shaft t15/self-retaining qc. This is report 1 of 2 for (B)(4).